Event description:
Related manufacturer report number: 2017865-2021-36040. During a normal device exchange, the right atrial (ra) lead set screw was unable to be removed from the device. Subsequently, the ra lead was unable to be removed from the device. The physician was unable to be determine the cause of the event, however, excess calcium was present around the lead and device. Both the ra lead and device were explanted and replaced to resolve the event. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
The reported event of could not failure to remove the atrial set screw to remove the atrial lead was confirmed. Analysis revealed that calcified blood was occupied the atrial setscrew inset. The calcified blood was preventing the wrench from engaging the setscrew inset to untighten the setscrew. After removing the blood from the set screw inset, a wrench could then be fully inserted into it and successfully untighten the set screw to remove the lead. It was determined the blood came through a hole punched through the septum by the torque wrench at time of implant.